Manufacturer narrative:
The lot number was not provided, thus the following information is unknown: unique ID, expiration date, 510k number, and manufacture date. The tightrail was not returned, thus no returned product investigation was performed. Great vessel and cardiac perforations are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, then switching to a spectranetics 13f tightrail rotating dilator sheath, the ra lead was extracted. Then, while working on the rv lead with the same 13f tightrail, progress was made to the superior vena cava (svc)/ra junction, where the rv lead freed. However, the patient's blood pressure dropped, and rescue efforts began immediately, including sternotomy, bypass, and cell saver. An svc/ra junction perforation was discovered and repaired. The patient survived the procedure, was moved to ICU, and was stable. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.